Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported approximately six months post implant that the right ventricular (rv) lead exhibited noise. The lead noise could not be duplicated from the pocket. A rv lead revision was scheduled. At the lead revision procedure, the physician could not retract the helix to remove the lead. The physician tried advancing the helix and retracting but the helix would not come back. This resulted in using a lock in stylet and the tight rail mechanical lead removal to extract the lead. Thus, the rv lead was explanted and replaced. No patient complications have been reported as a result of this event.